Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the audio failed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse requested dealer to double check the speaker by swapping the speaker from a working unit to rule out the speaker from being dead on arrival (doa). If the issues persists, then replace the mainboard to perform troubleshooting. The rse has provided the action plan to the dealer. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful.